Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission and it was observed that there was loss of vibratory alert and the patient was seen by physician in clinic later. Upon interrogation, it was noted that the vibratory alert did not respond. The patient underwent magnetic resonance imaging (MRI) scan approximately six months back when the vibratory alert was tested and functioned. It was suspected that magnetic resonance imaging (MRI) scan may have caused the vibratory alert to no longer respond. The device was functioning normally without any other issues. No intervention was performed. The patient was in stable condition without any adverse consequences and will continue to be monitored.

Manufacturer narrative:
Maude report mw5083842 received.

Event description:
New information received states that the physician wanted the patient to undergo cardiac magnetic resonance imaging (MRI) to see if the patient was eligible for cardiac ablation. The patient is now concerned due to the worsening heart problems, post-traumatic stress disorder (ptsd), physical problems such as anxiety attacks, extreme tachycardia.